Manufacturer narrative:
H6 - investigation type code: 4110 - lens work order search - no similar complaint event(s) within associated lots were found. H6 - health effect- clinical code: 4581 - over/under correction. H11 - manufacturer narrative: over/ under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/ under correction. In a separate surgery the lens was exchanged with same model/length, different power and the problem was resolved. The cause of the event was reported as unknown.